Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of stimulation after helping a friend move "several weeks ago". The lead started to protrude from her skin on her back and she accidentally pulled on it. The lead was sticking out of her back approximately by 1 inch. The device was turned off. The patient was re-directed to her healthcare professional. Additional information was requested.